Manufacturer narrative:
Correction: d3, g1.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Due to the description, it is assumed that a the oxygenator housing / broken bubble wrap was defective.

Manufacturer narrative:
Due to the timeframe of the complaint and the nature of the product, fmcrtg will not be conducting any product investigation. The information provided by xenios represents the totality of what is known and has been submitted on this 3500a.

Event description:
It was reported to fresenius medical care that during a bubble removal for an extracorporeal membrane oxygenation (ECMO) installation, there was a leak on the top of the coil at p2 due to a crack on the xlung kit 230. It was reported that the cause was clearly visibly and the kit was replaced. The kit did not have any contact with blood. It was reported that the kit was available to be returned to xenios, however further information was not provided.